Manufacturer narrative:
Device not returned

Event description:
It was reported that intermittent cartridge alarms occurred during basal insulin delivery and during the load sequence. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 251-253 mg/dl.